Event description:
The consumer alleges the chair continues to drive by itself when the joystick is turned off or unplugged. No injury is alleged.

Manufacturer narrative:
(B)(4) has been issued for the return of the device. Previous evaluations for moving power chairs that are turned off with no power has shown that this can not be done since the power is hard wired to the controller. If the wheelchair was left on and a resistive short occurred due to some foreign matter [liquid ingress, solder material debris, broken joystick, etc.], a condition may exist allowing a command signal to drive the chair. This can not occur if the power is off due to the hardwiring. The power switch removes power from the joystick and the controller. This incident is most likely a result of the power being left on. Information does not indicate a malfunction but may indicate a lack of maintenance or user error.